Event description:
Patient had posterior spinal fusion (psf) 5 years ago, and now back with back pain. Pain assessment and imaging highlighted failure of set screws from globus at l2. The set screws are unscrewing and the rods are coming out of the distal tulips causing pain at the distal end of his construct. FDA safety report ID# (B)(4). .